Event description:
Caller states that the inform meter base had melted plastic around the pins and pins were blackened. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states patient reportedly received results of 25.7 mmol/l and 6.5 mmol/l within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however, caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.